Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ahr (atrial high rate) diagnostics were missing/invalid, and there were invalid/missing vhr diagnostics. The analyst noted that "??? Invalid data received for episode" was shown for three at/af episodes. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device displayed question marks in diagnostic data. The invalid data appears to be reoccurring. The device remains in use. No patient complications have been reported as a result of this event.